Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing and tissue entwined in the helix, but no abnormalities were identified. Testing was completed to assess lead electrical performance and measurements throughout this test were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted as it dislodged while implanting a new right ventricular (rv) lead. According to the information provided, the physician accidentally caused the lead to dislodge. A new ra lead was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted as it dislodged while implanting a new right ventricular (rv) lead. According to the information provided, the physician accidentally caused the lead to dislodge. A new ra lead was successfully implanted. No additional adverse patient effects were reported. The lead is expected to return.